Event description:
(B)(4). The device was implanted in (B)(6) 2010, I began experiencing very heavy periods and required a uterine ablation on (B)(6) 2011. I continued to have intermittent pelvic pain. In (B)(6) 2015 I sought help for pelvic pain that was unrelenting. A CT scan showed a third coil located outside my fallopian tubes. I had a hysterectomy on (B)(6) 2015 where by dissection by the pathologist showed the 3rd coil in my upper uterus, he also noted multiple fallopian tube cysts. This faulty device did not deploy correctly in 2010 and my physician did not release it was left behind. This faulty device has caused me to need both a uterine ablation and a hysterectomy.